Event description:
The customer complained of discrepant inr results between coaguchek xs meters (B)(4) and a lab using an unknown reagent. At 9:36 am, the customer tested patient 1 by fingerstick on meter (B)(4) and the result was 3.6 inr. The patient had a lab test within 7 hours and the result was 2.6 inr. At 10:13 am, the customer tested patient 2 (male, (B)(6), unknown age and birth date) by fingerstick on meter (B)(4) and the result was 3.6 inr. The patient had a lab test within 7 hours and the result was 2.7 inr. Patient 1 and patient 2 have a therapeutic range of 2.0-3.0 inr. The patients are not anemic and do not have antiphospholipid antibodies, no heparin or direct thrombin inhibitors, no change to warfarin, no diet changes, no new illness or new medication and no bleeding or bruising. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322644) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.